Event description:
[MDR decision corrected to not reportable. No additional supplementals required]

Manufacturer narrative:
A review of this MDR and the event information revealed through further clarifications that this catheter was neither marketed nor was similar to a device that was marketed and distributed. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant products: product ID 8770, explanted: (B)(6) 2014, product type catheter e. (B)(4).

Event description:
It was reported that these devices were used in a clinical research study. The patient chose to have the devices removed and there were no product allegations of these devices. No patient symptoms were reported. Reportedly, saline was used in this device system. However, analysis revealed an anomaly.